Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The instrument was inspected and found to have a broken conductor wire at the weld. Thermal damage was found on the monopolar yaw pulley and on the conductor wire cap. No other damage was found. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, it was reported that smoke was observed near the ceramic part of the permanent cautery hook (pch) instrument while activating monopolar cautery energy. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument. There was no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument/accessory was inspected prior to use, and there was no damage observed. The instrument was in use for approximately half an hour prior to the event. The surgeon was dissecting tissue with monopolar coag energy (esu settings cut: 40 and coag: 40). The instrument tip was in contact with the tissue when the issue occurred, and the surgical staff indicated there was arcing of electrical energy. The fenestrated bipolar forceps (fbf) instrument was also in use at the time of the issue. There was no report of instrument or tool collision, and the instrument was not removed during the surgical procedure. The surgeon believed the instrument was defective, which caused the event. The patient has not returned to the hospital due to post-surgical complications as a result of the event.